Manufacturer narrative:
(B)(4). A follow up report will be filed upon completion of the investigation. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Construct was completed. While implanting crosslink over extended set screw. One side outer nut was torqued without issue. Next side would not 'click'. Removed crosslink and extended set screws. Implant with new extended set screws repeated torque process. Same thing happened. Removed extended set screw, moved to new site a level below put in extended set screw and outer nuts over crosslink, torqued construct it worked fine. Examination extended set screws threads were damaged.

Manufacturer narrative:
The two mountaineer head to head cross connector inner screws (product code: 1883-41-200, lot numbers: bdjw7tm, unknown). On one face of each of the inner screws, three levels of their threads have been torn from the body, leaving a short, rounded edge. The threads of these inner screws may have been torn off if they were cross-threaded during insertion and then tightened, placing a great deal of force on a section of the inner screws¿ threads, leading to that section of the threads tearing. A review of the DHR could not be performed on the second of the two mountaineer head to head cross connector inner screws (product code: 1883-41-200, lot number: unknown) as no lot number was provided. The lot number of the surface of the returned inner screw is partially obscured due to scuffs on the surface, leaving the lot number illegible. No lot number could be taken directly from the sample. Without the lot number, no review of its manufacturing records could be completed. No emerging trends were found requiring further actions. The root cause of the inner screws¿ threads being torn cannot be determined from the samples and the information provided. The threads of the inner screws may have been torn by inadvertently cross-threading them during insertion and subsequent attempts to tighten the screws, placing enough force on the threads to tear them off on one side before building up stresses again on the next rotation. As there has been no issue identified in the manufacturing or release of the device that could have contributed to the problem reported by the customer and no systemic trends requiring immediate action have been observed, this complaint file will be closed with no further action required. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.